Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was discovered that failure code 810:11 caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A service history review indicated that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). During baxter's review of the event history, failure code 810:11 occurred twice on the reported occurrence date.